Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer reinstalled the endoscope and checked the orientation to resolve the issue. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the left and right hands controls were upside down. The technical support engineer (tse) recommended for the site to reinstall the endoscope and check endoscope orientation. After reinstalling the endoscope and checking the orientation, the issue was fixed and the procedure was continued as planned. The procedure was completed as planned with no reported injury.